Event description:
It was reported that caller observed larger-than-normal air bubbles or gaps in tandem mobi cartridge during pumping earlier in day. There was no adverse impact to the customer¿s blood glucose level. Caller resolved issue by changing cartridge and resuming insulin delivery, and no additional information was received regarding further actions or outcomes.